Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model, 8731sc, serial# (B)(4), implanted: (B)(6) 2011, catheter model: ID 8711, lot# j10921r5,1 implanted: (B)(6) 2001. (B)(4).

Event description:
Inability to read the pump was reported. It was noted the patient had surgery to remove the bladder, it was not noted if the surgery related to the device system or not. The hospital staff was unable to read the pump after surgery and stated the surgery "may have damaged the pump." It was noted that the patient was in intensive care unit (ICU) due to anxiety, pain and high blood pressure after surgery. Additional information has been requested, but was not available as of the date of this report.